Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient had back pain from the revision surgery. The hcp wanted to turn the spinal cord stimulation system on because of the back pain from the revision surgery the patient was having. The change in therapy or symptoms was considered sudden and the patient had surgery on the day of the report. The indication for use was failed back surgery syndrome. No device issues reported.